Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested technical support because the speaker had a malfunction (no sound at all was coming from the speaker). A speaker malfunction inop message has been indicated. No death or patient /user injury or harm was reported.